Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was programmed to not feel stimulation when laying down and patient was not feeling it when laying left or on her back but patient was feeling stimulation when laying on her right. Patient adjusted stimulation and it had seemed to take but when she moved to another position and then back to laying on the right she felt stimulation again. Patient then had set position with stimulation at 0 and synced to confirm position while lying on her back, patient had confirmed 0 was still setting when laying on right. It was noted that when the patient moved to a different position and then back to lying right the setting changed back to over 4.0amp as it had before. If patient would stay in the position long enough it would go back to 0 and stimulation was off. It was further noted that the same thing happened with setting for the stand up position, stimulation was set and it changed after patient moved to a different position and then back. When the patient was lying on the right it would still register as patient lying on back unless the patient turned even more to the right, the cone adjustment was needed. Patient was feeling stimulation going real hard but it only happened when in their friend¿s car. There was no equipment in the car that would have ¿caught adverse stimulation.¿ it was noted that stimulation just starting high when the patient would move to a position. Patient had an appointment with the healthcare professional on (B)(6) 2013. It was further noted that the patient was receiving 80% relief in her pain. It was later reported that her stimulation was ¿tweaked¿ on (B)(6) 2013 at her doctor¿s office. The stimulation was turning off. While at work on (B)(6) 2013 when she walked by the elevator ¿the thing cuts off¿ and after 3-5 minutes it would turn back on again. This also happened at her apartment complex on (B)(6) 2013 while going to the left of the handicap ramp. She could feel the stimulation was turning off, it felt like ¿coming in for a landing off an airplane¿. The patient did not believe that positional changes caused the perceived stimulation sensation changes. She had ¿a ways to walk¿ until she got to the elevator. She has not checked her device with her patient programmer when she believed the stimulation was turning off. She has been keeping a diary and has informed her health care provider (hcp) of her experiences. She inquired if it was okay to turn off during showers because during showers ¿it feels funny¿ and her balance was not very good due to a knee replacement. She was able to turn stimulation on and off as she feels appropriate. Her next appointment with her hcp is on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 the patient took out the trash and her stimulation cut off. She verified the stimulation was off with the patient programmer and was able to turn it back on again. Then when she went to lay down the stimulation did not turn off by itself like it normally does. She waited 3 minutes like she was told and the stimulation ended up turning of by itself. She took a bath rather than a shower on (B)(6) 2013 and wondered if that could have affected the stimulation. Her sidewalk is at a slant and wondered if that could also cause the stimulation to turn off. She has been checking the stimulation when she was at work or when going by a flat screen tv, elevator, etc and has confirmed that her stimulation was turning off with her patient programmer. It was confirmed that she was looking at the appropriate icon to verify the stimulation was off. She was not sure why she keeps turning the stimulation back. It seemed that these events occur when she goes from an upright to mobile position. Later on in the day on (B)(6) 2013 she walked next door and the stimulation turned off. She was able to use the patient programmer and recharge fine. She was able to feel stimulation at 4.90v in the upright position. She charged the device last night. There was now a doctor appointment scheduled for (B)(6) 2013. This all started after her last reprogramming on (B)(6) 2013. When the device was on it helped her pain a lot, about 70%. She does not want to shut the device off. She wondered if she was not walking right or got out of the tub wrong. There have been no falls. It was then mentioned that her appointment was on (B)(6) 2013.